Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device history record (DHR) review was completed for the subject lot numbers (1230797 & 1220343). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Sterilization records were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers (1230797 & 1220343) for similar events and no other complaint was identified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient weight: not provided. PMA/510(k) number: additional numbers: k011028 k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported implants at tooth sites # 29, 30 were removed due to infection, acute inflammation, the patient felt severe pain, and edema was present.